Event description:
The recipient reportedly experienced a skin flap infection. The recipient was hospitalized and received medical intervention. The recipient's device was explanted. The recipient will be reimplanted when healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details are not available. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the mechanical and electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved.